Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review did not provide any evidence related to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pd solution being delivered by a homechoice device was "hotter than normal" during the fill cycle of the peritoneal dialysis (pd) therapy. The home patient was connected during the event. The caregiver (cg) stated that the home patient indicated the solution being pumped into their body was hotter than normal. The therapy session was discontinued. Renal therapy services (rts) advised the cg to contact the patient¿s pd registered nurse regarding the missed therapy. Rts discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) /2021.